Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 was failed. A field service engineer (fse) cleaned the contacts on the door controller and reseated all connections. The drawer was tested multiple times without issues and passed successfully in the hardware test application. Customer verified all doors working fine in application. Proactive inspection process was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.